Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen cracked while in use, with the patient¿s parent attributing the damage to an event at school; the device remained usable and synced data, and there were no injuries, consistent with a device problem involving a fractured touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen that resulted in a fracture of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.